Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2013-01016, 01017, 01018, 01019.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.